Manufacturer narrative:
Prior to the procedure, the (B) (6) score was 0. During the procedure, the vessel (distal left internal carotid artery) reference diameter was 6.0mm, mildly calcified, 95% stenotic, without thrombus, and eccentric. The arch type was ii. A 6mm angioguard was successfully placed and retrieved at the site, and then the lesion was predilated with an unk balloon without resistance. Followed by precise stent ((B) (4)) placed proximal to the target site, without any adverse event product malfunction. The total stented segment was 40mm and the stenosis was reduced to 25%. After the angioguard was removed, it was unk if debris was found, however, there were no issues reported with the device. ECG was performed after the index procedure. The maximum total ck was 61 and upper limit was 397. The maximum to ck-mb was 1.3 and the upper limit was 6.3ng/ml. Occlusion was noted in the contralateral vessel, and revascularization was planned. The pt was discharged 2 days after the procedure, and the (B) (6) score was 0. Medication given pre, during and post procedure/discharge consisted of aspirin and clopidogrel. The staged procedure was conducted 2 weeks after the index procedure on the middle right internal carotid artery. The reference diameter was 6.0mm, and 95% stenotic. A 6mm angioguard was successfully placed and retrieved at the site, and then the lesion was predilated with an unk balloon without resistance. Followed by precise stent ((B) (4)) placed at the target site, without any adverse event product malfunction. The total stented segment was 30mm and the stenosis was reduced to 25%. After the angioguard was removed, it was unk if debris was found, however, there were no issues reported with the device. ECG was performed after the index procedure. The maximum total ck was 61 and upper limit was 397. The maximum to ck-mb was 1.3 and the upper limit was 6.3ng/ml. Occlusion was noted in the contralateral vessel, and revascularization was planned. No total occlusion was noted. The 30 day report indicated that the pt (B) (4) score was 0, continues on discharged medications of aspirin and clopidogrel, and not major adverse event. A review of the mfg documentation associated with lot 13364592 corresponding to the precise implanted in the left ica revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Mfg records for lot 13364592 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc) complaint (B) (4), and the results indicate that the stent shipped meets specified release requirements. The cause of the reported unrelated pt's death post bilateral carotid artery precise stent implantation is not known. Based on the lack of info, no conclusion can be made regarding the relationship between the device and the event. Factors that may have influenced the event include the pt's medical history including synchronous severe cardiac and carotid artery disease. This is one of two products used during the same procedure on the same pt that is associated with mfg report# 9616099-2010-00156.

Event description:
The (B) (6) study indicated that the pt ((B) (6)) with a high risk criteria of synchronous severe cardiac and carotid disease requiring open heart surgery and carotid revascularization with contralateral carotid occlusion expired in her sleep approximately one and half months post index procedure with precise stents ((B) (4) and (B) (4)) that were placed bilaterally in the carotid arteries. An autopsy was not performed. Prior to the event, a contralateral procedure was performed approximately 2 weeks post index procedure and a precise stent ((B) (4)) was implanted at the site.